Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited low pacing impedance resulting in polarity switch. No changes or intervention were reported. There were no patient consequences.